Event description:
Customer called to report that he had experienced a problem with a pod, that he had put on that morning. A few hours later, his bg had risen to 397. He examined the infusion site through the viewing window and noted that the cannula was not in his skin. He then removed the pod, and stated he would call back if he had any further problems after activating a new pod. No further problems were reported. The device is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not yet been received by the manufacturer by the date of this report. If the device is received the evaluation will be completed and the report will be updated as appropriate in a follow-up submission. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.